Manufacturer narrative:
Medwatch fields d4 catalog no and primary UDI number were updated. The field service engineer found there was an aging reference electrode and the dilution vessel contained residue. He cleaned the dilution vessel and replaced the reference electrode. He performed ise checks, calibration, and qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc and patient samples from the cobas 8000 cobas ise module. Sample 1 initial sodium result was 127 mmol/l and the repeat result was 138 mmol/l. Sample 2 initial sodium result was 125 mmol/l and the repeat result was 136 mmol/l. The initial chloride result was 125 mmol/l and the repeat result was 97 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The sodium electrode lot number was s10 and the chloride electrode lot number was p15. The expiration dates were not provided. The investigation is ongoing.